Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown, d4. Unique identifier (UDI) #: unknown, h4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd yellow top vacutainer® tube, 1 sample did not freeze properly at -20°c. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: serum not freezing at -20 degrees c. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using an unspecified bd yellow top vacutainer® tube, 1 sample did not freeze properly at -20°c.. There was no health impact or consequences reported.